Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2408-74, serial number: (B)(6), batch/lot number: 7076667, model/catalog description: avista MRI perc lead kit 74 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2408-74, serial number: (B)(6), batch/lot number: 7076956, model/catalog description: avista MRI perc lead kit 74 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2408-56 serial number:7078605 batch/lot number: 7078605 model/catalog description: avista MRI perc lead kit 56 cm unique identifier (UDI) #: (01)08714729904816(17)241016(10)7078605(21)7078605 model number/catalog number: sc-2408-56 serial number: 7078606 batch/lot number: 7078606 model/catalog description: avista MRI perc lead kit 56 cm unique identifier (UDI) #: (01)08714729904816(17)241016(10)7078606(21)7078606

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) replacement procedure due to an unknown reason. No further information has been obtained despite good faith efforts.